Manufacturer narrative:
The device was discarded. This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that the patient's anatomy did not support the delivery of the impella 5.5 device. Vessel size was inadequate. An impella cp was placed instead in order to support patient hemodynamically. No harm was noted.

Manufacturer narrative:
Failure to advance: the cause of the delivery issue was related to patient condition per clinical details that patient anatomy did not support the delivery of the 5.5 device due to inadequate vessel size. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).